Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient encountered a fluid leak from the connection of the patient line and drain line during a fill phase of the pd treatment. The patient was unable to complete the treatment that night. The patient was advised to contact the pd nurse regarding this incident. Upon follow up with the patient's contact it was determined that the patient had resumed and completed the treatment the following day. The patient's contact stated that the patient had not experienced any adverse events or discomfort as a result of this incident. The pd nurse had visited the patient after this incident but no antibiotics were prescribed as prophylactic. The cassette/tubing set in question had already been discarded.